Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s device was removed 6 months after it was implanted since it didn't work very well. This timeline conflicts with previously reported information. No further patient complications are anticipated or expected as a result of this event.

Event description:
The consumer reported that the patient didn't think their device was working anymore. The patient experienced a loss or change of therapy. The patient had a return of symptoms around (B)(6) 2016. The patient wasn't feeling stimulation anymore since (B)(6) 2016. The patient felt something in the lower buttocks, but it was "not even like a needle sticking or anything." The patient had increased stimulation as high as it could go, 8.5v, and only felt stimulation very, very light. It was not helping with the patient's symptoms. The patient later reported that their return of symptoms, little stimulation, and sensation in the buttocks had been resolved. The patient was not sure what steps were taken to resolve the return of symptoms, little stimulation, and sensation in the buttocks. The number was increased and the patient saw their health care provider (hcp), but while they were there, the machine started to work. The hcp could not answer as to why. The patient wanted to know if the device worked off wi-fi because the moment they entered their hcp's office, their sensation came back. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device didn't work and was a waste of their time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.